Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient states that she was hospitalized due to cellulitis on her leg after using infusion set cannula. The patient faced leg swelling and leg pain. The patient required an operation. She stayed in the hospital for 4 days. Patient was given "pain killers" while in the hospital, but name and dosage was not provided. Patient states she is allergic to other cannulas and that the rapid d cannula is her only option. The lot number of the infusion set was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.